Event description:
The patient has angina as primary disease. It was reported that during the procedure the physician was using a pacific pta balloon, a non- medtronic balloon and a resolute integrity coronary stent in conjunction with an everest deflation device to treat coronary and peripheral lesions. The lesion in the artery of the lower limb (aso) exhibited 90% stenosis. During the operation, the physician noticed difficulty in turning the knob of the everest inflation device during deflation. This was noted especially during stent deflation which was carried out first in coronary treatment; a sense of strong resistance was noted with the everest device and a squeezing noise was heard, however, the physician continued using it for the peripheral operation. During this procedure it took considerable time for the deflation pacific pta balloon, the resolute integrity and the non mdt balloon also. It applied to all coronary balloons, stents and distal balloons equally, which were used during this operation. The physician stopped using the device and used a new everest inflation device as replacement to complete the operation. There was no patient injury or clinical sequelae reported for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No failure detected and product within specification (no deflation issue found during device evaluation).

Event description:
Evaluation summary: the balloon was unfolded, with no traces of blood or radiopaque solution. The catheter had no damages. A 0.018" guidewire was loaded into the catheter with no friction or difficulty. Using a manometric syringe filled with a solution of saline and contrast media (50:50), the balloon was inflated to rbp. Balloon could be inflated with no issues. A negative pressure was applied to the catheter. The catheter could be inserted through the introducer sheath with no resistance, even if the balloon was not folded. Finally, the balloon was deflated. The deflation time was measured and was in specification.